Manufacturer narrative:
Continued e.1. Postal code: (B)(6). Continued e1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Device photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations. No further actions are required as no manufacturing issues are observed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported left side device rupture diagnosed during surgery. The device has been explanted and replaced with a non-allergan device.